Manufacturer narrative:
UDI: (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p), implanted with another manufacturer's right ventricular (rv) lead, exhibited noise on the rv channel. Two episodes with oversensed noise resulting in pacing inhibition for approximately 2.5 to 3 seconds in each episode. The episodes occurred on the same day and no further episodes with noise have been observed. Boston scientific technical services (ts) reviewed the episodes and discussed possible diaphragmatic oversensing or electromagnetic interference (emi). No adverse patient effects were reported.